Event description:
A malfunction was reported while the customer was changing the cartridge as the piston was retracting. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not occur again. The customer was advised to continue using the pump and to contact support if the issue reoccurred.